Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading obtained on the adc device compared to an unspecified reading obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced sweating and was capable of self-treating with sugar-water. There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event. Reportedly, an adc device scan of 120 mg/dl and 185 mg/dl was compared to a reading of 50 mg/dl and 90 mg/dl obtained on a competitor brand meter. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported medical event.